Event description:
Boston scientific crm received information that a telemetry connection was not able to be established with this cardiac resynchronization therapy-defibrillator (crt-d). The local field representative (fr) was not able to interrogate the device. The patient had not been seen in a long time and could not remember when his last device check was. The local fr reported that the patient was referred for a device changeout but was not aware of when the changeout would be taking place. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the device remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.